Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 218 mg/dl. Customer stated that auto mode feature was active. Customer also stated that sugar was just running high because they was sick and taking antibiotics. The insulin pump will not be returned for analysis.